Event description:
Related manufacturer reference number:2017865-2021-24995, related manufacturer reference number:2017865-2021-24996. It was reported that the patient presented with an infection. The entire system was removed. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.